Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin. The customer's blood glucose level was 160 mg/dl. It was confirmed that the customer will continue using the current cartridge for continued insulin therapy. During a follow-up call on (B)(6) 2016, it was confirmed that the customer filled the cartridge with cold insulin. Recommendation was made to fill the cartridge with room temperature insulin per labeling instructions. Additionally, based on the delivery amount, the fill estimate was accurate.